Event description:
The lay reporter/ daughter contacted lifescan (lfs) (B)(4) on (B)(6), 2012 alleging an apply sample message on the patient's one touch ultra easy meter. The reporter alleged that the issue began on (B)(6), 2012 and due to the alleged issue the patient has been unable to test her blood glucose, on (B)(6) 2012, at 8:00am, the patient took her usual dosage of insulin 28 units. At noon the patient developed symptoms of feeling dizzy, trembling and was sweaty. The patient then requested her daughter to give her a spoon of sweets and self-treated herself. She did not contact her physician for seek any further medical attention. Around 1:30pm she felt better and then tested on a friend's meter (brand unknown) and obtained a 130 mg/dl. She usually takes two insulin injections per day, one in morning 8:00 am 28 units and one in night 16 units. She did not know the names of the insulin injections. The daughter mentioned that there is a pattern that she usually exhibits these symptoms around 12:00- 12:30 pm also independently from the meter issue. While troubleshooting it was noted that the technique of applying blood on the test strip was correct. This is not the first time the product is being used. The alleged issue was not resolved over the phone and the product was replaced. The complaint is being reported since the reporter alleged that due to the apply sample message, the patient was unable to test her blood glucose and several days later developed symptoms suggestive of a serious injury and had to self-treat with food.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k061118.